Event description:
A report was received that a pt had a heart attack one hour after the procedure. The heart attack was not device or procedure related. The pt had a catheter put in and is reportedly doing well.

Manufacturer narrative:
This is the final report.